Event description:
The customer alleged pt went into elecro mechanical dissociation and respiratory arrest after resuscitation. The access port at the wye on the ventilator pt circuit was found to be open. The open port may have reduced ventilator gas flow and pressure delivered. This may have contributed to the pts respiratory arrest. The nellcor puritan-bennett customer support engineer inspected the device and found the unit passed extended self-testing. It is not verified that the ventilator stopped delivering flow to the pt, and no malfunction may have occurred. This report is not an admission by nellcor puritan-bennett that this device caused or contributed to the event alleged in this report.